Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2025-12205 submitted on 26 mar 2025 had misspelled words.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) bluetooth telemetry was poor and had caused a marker anomaly. The ICD was interrogated and the issue was resolved. The patient would continue to be monitored.

Event description:
It was reported that a telemetry or communication anomaly was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes a bluetooth connection anomaly was observed on the implantable cardioverter defibrillator (ICD). No changes or interventions were needed. There were no reported patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) bluetooth telemetry was poor and had caused a market anomaly. The ICD was interrogated and the issue was resolved. The patient would continue to be monitored.